Event description:
Technician alleged that the brake/steer link to the hex rod will not function.

Manufacturer narrative:
Technician replaced both brake/steer linkages and adjusted the fifth wheel lever arm weldment to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.